Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Report source: foreign: canada. Review of the most recent repair record determined that the comb was damaged and the right top closing pin would not lock. The side places, bearings, bottom roll, gear, comb, carrier guide, shoulder bolts, cap nuts and side plate screws were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the button is broken. Evaluation of this device later found that the comb was damaged. No adverse events were reported as a result of this malfunction.